Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Manufacturer narrative:
Manufacturing date corrected. An event regarding periprosthetic fracture involving a size 7 accolade ii 127 deg was reported. The event was not confirmed. Device evaluation could not be performed as the device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The event description indicates a fall, the exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported patient was revised on left hip, due to her falling and fracturing her femur. Doctor removed stem and 36mm head.

Event description:
It was reported patient was revised on left hip, due to her falling and fracturing her femur. Doctor removed stem and 36mm head.